Manufacturer narrative:
Further information regarding this event and potential treatment was not provided. Device was not available for evaluation.

Event description:
It was reported that a customer had a glide that was involved in an alleged caregiver shock event. It was reported when the caregiver plugged the power cord into the wall, there were sparks and the caregiver reported feeling an "electrical shock from hand to foot." It was further reported "the only fault observed with the glide was that the power conductor connection within the actual power plug currently has a disconnect."

Event description:
It was reported that a customer had a glide that was involved in an alleged caregiver shock event. It was reported when the caregiver plugged the power cord into the wall, there were sparks and the caregiver reported feeling an "electrical shock from hand to foot." It was further reported "the only fault observed with the glide was that the power conductor connection within the actual power plug currently has a disconnect."